Event description:
Pt was awakened at 4 am with beeping sound from bravo receiver. She held the receiver to her chest and the beeping stopped. Pt called endoscopy in the am and red light was flashing. Pt instructed to return to endoscopy. Technical support was called and instructed to upload data. Worked with pt and technical support, but was not able to get capsule to reconnect with receiver. Not enough data to complete study. Second report of this issue. Remaining products with this lot number removed. Same receiver lots connection with two bravo capsules. Rep contacted and receiver removed from service.